Event description:
It was reported that the customer¿s pump at times ¿ doesn¿t register how much insulin it has in it¿. There was no reported adverse impact to the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.